Event description:
It was reported that following a battery replacement, the patient developed bowel ileus a few days post-op. Their device was turned on at an output current of 0.5ma following the replacement surgery. It was later reported that the care for the patient's bowel ileus was external to reporting facility, so there was no access to those medical notes. Their nurse reports that they have a complex medical history, which may have accounted for ileus post anesthetic. The patient has received vns stimulation since 2013 with no previous concern for ileus. They were programmed to 0.25ma output current with guided programming set for titration. The patient was admitted to a local hospital for bowel rest. Gastrostomy passed on free draining and use of IV fluids for 24 hours with gastrostomy feeds then re-instated. The patient's generator was later explanted due to infection with a wound wash out. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution. The generator was hp sterilized. No other relevant information has been received to date. The explanted generator has not been received by the manufacturer to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.